Manufacturer narrative:
The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification. No device problem found.

Event description:
It was reported that cadd legacy pump had "upstream occlusion" (uso) alarm. No patient in jury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. The device was returned in good condition and all tamper seals were intact. The event history log, (ehl) showed no error messages. Visual and functional testing was performed. The reported issue could not be duplicated. The device passed all tests. The root cause was not determined. No actions taken since the device passed all testing., corrected data: correction to h10 and h6 codes.